Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed findings of pca burn, iu bezel, iu button with damage, blower, blower outlet, blower box, iso port kit inlet contaminated. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed